Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows that the user performed one energy check at system startup and then performed multiple treatments without further energy check at that day. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. However the flap is thinner than recommended. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications, the root cause could not be identified conclusively. The manufacturer internal reference number is: 2020-08928.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical director reported a patient underwent uneventful lasik in both eyes. The patient returned to the office three days after the procedure and was noted to have diffuse lamellar keratitis (dlk) in the right eye. A flap lift and rinse was performed. Additional information was requested.